Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation, and the stylet was stuck in the lead-distal coil.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, there were three attempts to position the lead, the impedance was high and the helix "looked strange like a knob." It was also reported that when the lead was removed from the patient, the lead was rotated 20 times and the helix did not initially come out, but then "jumped out of the lead." The lead was removed and replaced. No patient complications were reported as a result of this event.